Event description:
Additional information received indicates the patient's system was explanted due to ineffective stimulation. As such, the ipg is no longer deemed reportable.

Manufacturer narrative:
Correction b5.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient's system was explanted. Reason for explant and date of explant is unknown.